Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed between the 8th july 2010 and performed to specification up to the 18th october 2015. On the final history log entry on the 19th october 2015 the device records multiple manual power ons, one of ten minutes duration. This may indicate the device was switching itself on automatically and the user was intervening to switch the device off via the on/off button. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.